Event description:
On 5/14/96, double lumen catheter placed. Idarubacin being infused for acute leukemia. On 5/21/96, left shoulder red & tender, and a dye study showed leaking from the white port. As red port still functional catheter remained in place until 6/7/96.